Manufacturer narrative:
Additional information: h6-(health effect clinical code 4): e0839. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Hyphema, corneal edema, iop increase, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, corneal edema, iop increase, and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. However, the report noted that the patient is on anticoagulant therapy. MFR# reference: (B)(4).

Event description:
It was reported that immediately following a left eye (os) trabecular microbypass stent system procedure, the patient experienced what was described as "massive bleeding" and "total hyphema" associated with elevated intraocular pressure (iop). Per report, viscoelastic (ovd) was injected into the anterior chamber, and a subsequent anterior chamber wash was performed. Reportedly, the patient is on "maximum medication" to alleviate the elevated iop, corneal edema, and currently has "very low vision". The report noted that the patient is on anticoagulant medication. Additional information has been requested.